Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. A detailed trace analysis showed that the insulin pump alarmed a low battery and then power error detected alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to a connector resistance. The loaded voltage display at the power graph management tool showed abnormal behavior. After disconnecting and reconnecting the internal battery connector, the pump was monitored and had functioned properly. There was no unexpected replace battery now alarms. The insulin pump was received with a scratched case, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received multiple replace battery now alarms. The customer's blood glucose level during the incident was 14.3 mmol/l. They did not receive a low battery alert prior to the replace battery now alarm. Troubleshooting was performed and it was noted that it was the second occurrence of a replace battery now alarm without a low battery warning. The device was returned for analysis.